Manufacturer narrative:
The archive from the procedure was reviewed by medtronic personnel. Review found that the lead was placed inferior on the same trajectory and the right lead was placed on the planned location.

Event description:
Medtronic received information that, while in a deep brain stimulation (dbs) lead placement procedure, a confirmation image acquisition found that the lead was placed 3.1 millimeter deeper than the location noted on the navigation system. The surgeon felt that the lead was placed adequately and no revision was required. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.